Event description:
A nurse reported following an intraocular lens (iol) implant surgery, the lens was exchanged due to an unknown mechanical complication with anisometropia. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution with what appears to be blood was dried on the lens. Broken haptic damage and torn optic damage were observed. Results form the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint of lens exchanged due to mechanical complication and anisometropia. Lens damage was observed. This damage was typical in appearance to handing related damage. While we are unable to determine the exact origin of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of solution and what appears to be blood, and the condition of the returned sample, the root cause of the observed damage may be customer related. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).